Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was implanted for 6 months and then explanted for an unknown reason. No further information is known at this time. No additional adverse patient effects were reported.

Event description:
Additional information indicated that during a routine follow-up, this right atrial (ra) lead was found to be dislodged. The dislodgement was confirmed via x-ray. The physician did not want to reposition the lead; thus, this ra lead was explanted and replaced. The lead was subsequently discarded. No additional adverse patient effects were reported.